Event description:
The device was used during thoracoscopic procedure. Reportedly, the instrument broke and disengaged into the pt's cavity. The surgeon was able to retrieve the component and complete the procedure without any pt injury.